Manufacturer narrative:
Unit received with completely broken off reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was broken. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.